Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2009. Explant date: 2009.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason.